Event description:
It was reported that on (B)(6) 2011, the surgeon did a tha revision on the patient. Patient had dislocated a stryker constrained liner. He revised using existing trident psl cup and accolade stem and converted to stryker mdm.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.